Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use bd insyte¿ autoguard¿ bc shielded IV catheter leaked blood when flushing it with saline. There was no report of patient impact. The following information was provided by the initial reporter: "when you insert the needle it leaks blood and when you flush it with saline it leaks saline. This is not the only case there have been multiple cases."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the representative samples submitted for evaluation. Bd received 50 sealed 22g x 1.00in. Insyte autoguard bc units from lot number 2018396. All units will be tested for leakage. A gross visual inspection of the units was performed. One of the units (unit 1) was found to have a bent needle. The bent needle prevented the catheter from being removed and tested for leakage. Therefore, only 49 of the 50 units were able to be tested for leakage. A gross visual inspection did not find any damage to these units. During leak testing, a leak was observed in four of the units (units 2-5) underneath the nose of the adapter. The rest of the tested units did not leak. The reported issue of leakage was confirmed. H3 other text : see h10.

Event description:
It was reported that during use bd insyte¿ autoguard¿ bc shielded IV catheter leaked blood when flushing it with saline. There was no report of patient impact.. The following information was provided by the initial reporter: "when you insert the needle it leaks blood and when you flush it with saline it leaks saline. This is not the only case there have been multiple cases."